Event description:
According to the customer, the malfunction occurred during preparation before inspection and the intended procedure was diagnostic. The intended procedure was not completed with the malfunctioning device and a similar replacement scope was used. The procedure was delayed by one minute to exchange the scope. There was no effect to the patient or procedure. Cv-1500 was used in combination with the defective/malfunctioning device and the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, corrections to b3, and corrections to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image sensor unit is damaged (disconnection, etc.) Or the mounted parts (integrated circuit chip, capacitor, etc.) Of the electric board are broken due to use stress, external factors, or handling. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "[inspection of endoscopic images]. Observe the palm, etc. With normal light observation image or nbi observation image. Make sure the illumination light is out. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Bend the curved part by operating the angle knob of the endoscope. Confirm that normal light observation images and nbi observation images do not disappear for a moment.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to corrosion on endoscope connector, e315 (scope err unsupported scope) occurs, scope connector dirty due to water leakage, due to damage on air/water tube, water tightness lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, distal end cover scratched/dented, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, protector of universal cord on control section side scratched, universal cord sticky, connecting tube scratched, universal cord has a wrinkled, paint on suction cylinder peeled, light guide bundle slipping down, control unit dirty due to water leakage, adhesive on angle rubber had white-clouded area, adhesive on angle rubber chipped, due to wear of angle wire, the play of up/down knob out of the standard value, scope connector cracked, and scope ID not displayed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope, exhibiting blackout after screen flickering and leakage inside the connector. Upon inspection and testing of the customer returned device, the scope exhibited e315 scope error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.